Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer continued to be intermittently not detected on bus. The field service engineer cleared debris, replaced and reseated cables to resolve. The contact information was kept blank due to the reported issues that were found by the field service engineer while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer 7 was failed and not detected on bus. The customer added that the user was unable to retrieve medication to patient. However, there were no adverse events or injuries reported based on this event.